Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal seal to perform failure analysis (fa). Fa could not verify the external event to be related to the customer reported complaint. The seal was unable to be tested due to no in-house fixture available. Visual inspection displayed no signs of physical damage. No product issue was identified. ..

Event description:
It was reported that during a da vinci-assisted surgical procedure, that a universal seal could not be closed tightly, which caused air leakage. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the issue occurred during the procedure and ports were placed. The procedure was delayed for two minutes. Low anterior resection procedure was performed on (B)(6) 2024. The issue occurred when the surgeon was inserting the port. The insufflation was leaking slowly. The loss of insufflation did not cause any issues/challenges. There was no patient injury. The procedure was completed robotically with the same da vinci system.